Event description:
It was reported by the patient's family member that the patient is deceased and died approximately two months post replacement of the implantable cardioverter defibrillator (ICD). No further information was provided. The cause of death has been requested and not received.

Manufacturer narrative:
The device system was returned to the manufacturer by the patient's daughter. The cause of death was provided as hypoxic respiratory failure, cholangitis and sepsis. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant products: dtba1d1 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; biotonik implantable pacing lead, implanted: (B)(6) 2005. (B)(4).